Event description:
It was reported during remote follow up that the right atrial lead displayed a failure to capture and a failure to sense. Flouroscopy confirmed dislodgement. The product was explanted and successfully replaced. There were no patient consequences.